Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s device was explanted due to ¿temporary implant.¿ it was also reported that there was a product problem, a device failure or malfunction was suspected. The event occurred at the hospital, during surgery, or had direct patient impact and a medical professional alleged deficiency in the device performance. The product was explanted. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4) revealed no significant anomaly. The ins was determined to be functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) clarifying that the product problem that led to explant was right buttock pain. The hcp indicated the issue was observed during use of the ins and when the device was turned off. The hcp reported that the pain resolved after explantation. No further complications were reported.